Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 6.0x40mm sterling balloon was used in an attempt to treat the arteriovenous fistulae located in the severely calcified and moderately tortuous antebrachium vessel. The balloon was advanced to dilate the lesion, and on the second inflation at 10 atm's a pin hole balloon rupture occurred due to calcification. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).